Manufacturer narrative:
Device evaluation was not possible as the device was discarded.

Event description:
Prior to initiation of treatment with the cerene cryotherapy device, "possible perforation" was displayed. The physician removed the cerene device and confirmed the presence of a uterine perforation using hysteroscopy; he commented that it was difficult to maintain distention pressure during hysteroscopy, which was indicative of the presence of a perforation. The perforation was located mid-fundus. The patient did not receive an endometrial ablation and was observed for 1 hour, with no symptoms associated with uterine perforation (i.e., abdominal pain, dizziness, and nausea) seen prior to patient discharge. The physician advised the patient to delay the endometrial ablation procedure 3 to 4 months while the perforation naturally healed. In a follow-up conversation by phone with the physician, he commented that the patient's uterus was markedly retroverted and difficult to dilate, and that the perforation likely happened when he was dilating the patient, as he felt the dilator "jump" as he was inserting it. The patient was 9 months post-partum (delivered on (B)(6) 2021) and was not breastfeeding at the time of the procedure. The patient returned in (B)(6) 2022 and was successfully treated with the cerene device.